Manufacturer narrative:
(B)(4). Batch # n92m9n. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Can you please clarify what you meant by "clips were sticking and weren't appropriate for use thereafter". Were the clips not releasing from the jaws of the device after they were fired? Were the clips malformed? Did the clips not hold on tissue or vessel once they were applied? The clips did not hold on the vessel once they were applied.

Event description:
It was reported that during an unknown procedure, the scrub nurse felt that the clips were sticking and weren't appropriate for use thereafter. A second device was used and a similar problem had occurred. There was a ten-minute delay to get hemolok and applicator. There were no adverse consequences for the patient reported.